Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide devices was attempted in the mildly calcified right common femoral artery (rcfa) and one proglide device was attempted in the mildly left common femoral artery (lcfa) using the preclose technique prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure. Both arteriotomies were 6f. Reportedly, cuff misses occurred with the proglide devices in both the rcfa and lcfa. The sutures of two additional proglide devices each were placed with changing the angle of the proglide devices using the preclose technique in both the rcfa and lcfa arteries. The sheaths were upsized to 18f in the rcfa and 14f in the lcfa and the pevar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the additional proglide devices in the rcfa and lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device; however, is in-training in the preclose technique for large access hole closures. No additional information was provided.